Manufacturer narrative:
One cadd legacy was returned for evaluation. Physical inspection of the pump found it to be in good physical condition. Upon power up, device alarmed with the cassette attached. The reported customer complaint was confirmed and the root cause was determined to be the downstream alarm sensor.

Event description:
Information was received that a smiths medical cadd legacy had a continuous alarm of no disposable and pump will not run. No patient injury.